Event description:
It was reported to covidien on 2/27/09 that a customer had a problem with a hemodialysis catheter. The customer reports the patient woke up and realized the catheter was falling out. She went to the hospital where her existing catheter was salvaged by advancing back into place and resecuring, in interventional radiology.

Manufacturer narrative:
Submit date: 03/06/2009. An investigation is currently underway. Upon completion, results will be forwarded.